Event description:
It was reported during intra-aortic balloon (iab) therapy, the nurse noticed blood in the helium tubing and decision was made to remove the balloon. The patient was sent to the catheterization laboratory where the iab was successfully removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The optical fiber was also found to be broken near the leak location. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We were unable to mimic the clinical setting for difficult to remove iab from the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the nurse noticed blood in the helium tubing and decision was made to remove the balloon. The patient was sent to the catheterization laboratory where the iab was successfully removed. There was no reported injury to the patient.